Manufacturer narrative:
Product complaint # ==> (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that he was away from the territory and was notified this morning of a complaint from surgery on (B)(6) 2018 at (B)(6) neuro surgery center ((B)(6)) with dr (B)(6). The complaint was from the prefilled cement pump which began to leak and not perform as intended. It¿s from kit 2839-13-000. The nurse saved the pump and I¿ll be able to send it to you guys once I return on monday. He has no additional information about the patient and did not charge the patient for the defective pump. He will need a replacement 2839-13-000 sent to account (B)(6) asap. They were able to open an additional 2839-13-000 and finish the surgery as intended without much delay. Patient is great and surgery went great.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the cement reservoir cap revealed that it was missing the piston. It should be ensured that the piston inside the cap is properly attached to the cap before threading onto the reservoir. The reservoir cap must be fully seated against the flange on the cement reservoir. Visual examination of the hydraulic pump revealed that hose connecting the hydraulic cylinder and the rectus connector are intact. No difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection were detected. Functional analysis of the hydraulic pump revealed no difficulties engaging and disengaging the rectus connector and the quick-connect feature of the cement reservoir connection. Functional analysis of the hydraulic pump revealed that handle was not jammed and was functioning as intended as evidenced from free movement of the plunger inside the tube. A review of the device history record (DHR) for the confidence kit, no needles could not be performed as the lot number was not provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the confidence kit leaking cannot be determined from the sample and the information provided. A potential root cause may be the missing piston from the cement reservoir cap. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.